Event description:
The pt was implanted with a synchromed pump and catheter on 2/26/1997 to infuse baclofen to treat intractable spasticity due to head/brain injury. The pt experienced increased spasticity which prompted the health care professional to perform a x-ray rotor study and catheter dye study. On x-ray, the rotor was not rotating. On 4/7/1999 the pt underwent explantation of the pump and another synchromed pump was implanted in the pt. The health care professional stated that the pt was seen on 5/13/1999 and showed good therapeutic response to intrathecal baclofen delivered with the new pump.